Event description:
It was reported that a malfunction occurred on the pump with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, which resolved the issue, and the customer was advised to continue using the pump and to call back if the malfunction recurred. No further actions were necessary.